Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket retracted 5 mm inside the sheath. The device is kinked approximately 3 cm from the distal end of the catheter. The device would not advance or retract when handle was used; there was a grinding feeling inside of the handle. The device was taken apart for further evaluation. The drive wire cable has frayed and separated from the distal end of the handle cannula. Solder is still present on the joint. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use (IFU) states, "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." The IFU indicates, "advance device through channel, in short increments, until basket sheath exits endoscope." Basket deployment difficulties and buckling of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook memory ii double lumen extraction basket. The device was used for removal of a bile duct stone(s). Basket extension and retraction was not verified prior to use. At the first attempt of stone removal, the basket did not come out from the sheath. Therefore, it was replaced with another mb-35-2x4-8 and the procedure was completed with the replacement. There have been no adverse effects to the patient reported.